Event description:
It was reported that the device was not recognizing the syringe size. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found check flange sensor error. Syringe test was performed, which found a broken ear clip. The cause of the problem was the broken ear clip and that was replaced to fix the issue. Also replaced lead screw and both clutches due to check clutch error found during repair.